Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that on the morning of (B)(6) 2021 they woke up screaming. The girlfriend of the patient was with them saw that the patient's blood sugars were low at 35 mg/dl. The patient's girlfriend called 911 at 5:00 am. Before the ambulance arrived, the patient's girlfriend tried to give the patient (B)(6) but she didn't want to drink any. They checked the blood sugars again and now it was 27 mg/dl. Patient stated they passed out before the ambulance staff arrived. When they became conscious they saw that the emergency medical technicians (emt) were there and had them on intravenous therapy with fluids. They also made the patient eat breakfast (B)(6) to help get blood sugars back up. Patient stated the emt left after their blood glucose levels were 112mg/dl.